Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 had failed and was not detected on the bus. A field service engineer (fse) identified that the half height cubie drawer 2.1 required maintenance and confirmed that the drawer was not detected on the bus, with the medstation performance analysis report showing "row board not present" error 14. The hardware test application was run, and no row boards were detected. The unit was then powered down, and all rear drawer connections were reseated. Retesting with the hardware test application confirmed that all components were functioning properly, and the customer verified normal operation in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es showed device not detected on bus. The customer attempted troubleshooting by rebooting the station and recovering the failed drawer; however, it continued to indicate required maintenance. The customer then shut down the station by unplugging the power cord from the back, powered it back on, and rechecked the system, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.